Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff, part number 60707015600 and lot number z000009032, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, a returned product investigation was performed on the 34 in. (86cm) dual port single bladder disposable cuffs. The physical evaluation revealed that the returned cuffs had loose particulates inside the sterile barrier. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34 in. (86cm) dual port single bladder disposable cuffs had loose particulates inside the sterile barrier, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had a foreign particulate within sterile component packaging. The product defect was identified during a stock check. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).